Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer experienced intermittent stop of manipulation on the surgeon side console (ssc). However, the reported problem could not be reproduced. The fse performed a test drive and found no issue. This issue will be monitored. The system was tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported because during the procedure, the customer experienced an intermittent issue with manipulation on the surgeon side console (ssc). The procedure was converted to another ssc, and the procedure was completed robotically with no patient injury. System unavailability after the start of a surgical procedure (first port incision) caused the procedure to be converted to another system component. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced intermittent stop of manipulation on the surgeon side console (ssc). The customer confirmed that the head sensor was blocked properly and there was no finger clutch activation unintended. The procedure was converted to another ssc with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The da vinci-assisted partial nephrectomy surgical procedure was in progress for 20 minutes prior to the reported issue. The surgeon suspected that the cause of the issue was that the head sensor was not blocked properly. The surgeon moved to another console to complete the procedure because the system was dual console system. There was no patient harm reported. Information regarding patient demographics, relevant testing, and medical history was requested, however, the reporter was not able to provide that information.